Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "facial trauma, external fixation. Pin fractured off while fixating to bone. Only 2 threads into bone and rest of pin was stuck in handle. Dr was able to "chuck" the bit of bone out of the bone. Case ended successfully." Additionally reported: "pin was used for a mandible fracture. Ex fix on the patients right".

Event description:
As reported: "facial trauma, external fixation. Pin fractured off while fixating to bone. Only 2 threads into bone and rest of pin was stuck in handle. Dr was able to "chuck" the bit of bone out of the bone. Case ended successfully." Additionally reported: "pin was used for a mandible fracture. Ex fix on the patients right"

Manufacturer narrative:
The reported event could be confirmed only based on the pictures sent. Based on investigation, the root cause was attributed to be user related. The failure was caused by the misuse of the product (off label use). The complaint reported that the apex pin broke during a trauma facial procedure. However, stryker's apex pins are not intended to be used for facial trauma purposes. Therefore, this case is classified as a user related issue, as there was a deviation from the operative technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.